Event description:
During a review of programming history, available in house, a programming anomaly was identified. On (B)(6) 2009, the patient was interrogated and reprogrammed. A faulted diagnostic test then occurred and a final interrogation was not performed. At the patient's next recorded appointment, (B)(6) 2009, the patient was initially interrogated at 0.0ma. The patient was then reprogrammed to intended settings. It appears that the faulted system diagnostic test on (B)(6) 2009, likely resulted in a change to the patient's setting which was not initially corrected.

Manufacturer narrative:
Analysis of programming history.